Manufacturer narrative:
Product event summary: at analysis it was noted that the cable connector was damaged. The analyzer was being sent on for repair and reallocation.

Event description:
The analyzer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.